Event description:
Medical records received. Tibial insert was re-revised due to pain. Other components reported on linked complaint. ((B)(4).)

Manufacturer narrative:
The device associated with this report was not returned. Patient medical records were provided. The investigation could not draw any conclusions about the root cause of the reported patient pain; however, complex regional pain syndrome, patient ligamentous injury and laxity related to her multiple falls could all be contributing factors. Review of the supplied records/x-rays did not find any evidence suggesting product error was a contributing factor. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. No evidence was found suggesting product error was a contributing factor and the need for corrective was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Additional patient medical records and x-rays were provided. The investigation could not draw any conclusions about the root cause of the reported patient pain; however, complex regional pain syndrome, patient ligamentous injury and laxity related to her multiple falls could all be contributing factors. Review of the supplied records/x-rays did not find any evidence suggesting product error was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.